Event description:
It was reported that a vessel dissection occurred. A 2.1 jetstream xc catheter and jetstream console was selected for use for an atherectomy procedure in the left distal and mid superficial femoral artery (sfa). The target lesion was 90% occluded, had a reference diameter of 4mm, a length of 110mm, and classified as a tasc ii b lesion. During the procedure, the patient was noted to have a dissection. Post treatment, percutaneous transluminal balloon angioplasty (pta) was performed. Residual stenosis was 10%.